Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the patient experienced perforation and effusion. It was noted that the lead body was turned and the lead was implanted, but torque did not seem to be accumulated and there was no torque back at all. The right ventricular (rv) lead exhibited high impedance and pacing failure and dislodgment. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.